Manufacturer narrative:
Consumer reportedly was using the walker and it bent. The consumer fell and allegedly re-injured their knee that they had surgery on. Details of alleged injury are unknown. Past history with similar products indicates that user instability and sudden/improper device loading is the most likely cause of this incident. Malfunction not confirmed.

Event description:
The consumer was using the walker when it allegedly bent where the retention button is located, causing the consumer to fall and injure his knee again. No serious injury is alleged.